Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise oversensing was noted on both the atrial and right ventricular leads. No intervention has been done and both leads remain in use. No patient complications have been reported as a result of this event.